Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer over-corrected for a blood glucose (bg) of 300 mg/dl and bg lowered to 60-70 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. There was no reported device issue. The customer consumed carbohydrates or juice to resolve bg level. Recommendation was made to consult with health care provider regarding diabetes management.